Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch pad position and the cursor position are different. It was noted that a brown line was displayed on the right side of the screen. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis confirmed that the stylus and cursor were not aligned. Reseated connection between the overlay and xy board and calibrated stylus. Could not confirm brown line on display. Replacement handle covers were cracked. Replaced handle covers. Power cord bay was broken. Replaced power cord bay. Keyboard pad was missing key. Replaced keyboard. Keyboard hinge was broken and one was missing. Replaced hinges. Printer drawer was missing release hatch. Replaced printer drawer. Media bay door was damaged. Replaced media bay door. Display hasp (right) was broken. Replaced display hasp. Card holder button was broken off and was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.